Manufacturer narrative:
H4: the device was manufactured from december 19, 2019 - december 20, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. The cause of the fluid was due to a broken tubing at the junction of the stressmember located at the upper part of the device. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) was found to be leaking prior to patient use. The set was filled with cefuroxime. It was reported that the patient found the device leaking when they took it out of their fridge there was no report of patient injury or medical intervention associated with this event. No additional information is available.